Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3, reference: 3.9, mean: 3.10, confidence limits: 1-8-4-2. The 1.9 and 3.4 inr results were excluded from the comparison tests. Customer utilized a pipette to obtain test result of 3.4 inr. Inappropriate sample collection may have caused inaccurate inr results. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Normal donor inratio testing results in valid inr value. Customer added multiple drops during testing, which may have affected inr results. No product is expecting to be returned. Strip lot info was not provided. There is no sufficient information to determine the root cause of customer's test result discrepancies. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.